Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; a loose cap was not observed. The sample was under water pressure tested with no issues noted. The device was functionally tested including self-test and prime with no issues noted. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring of a homechoice cassette had detached. The detached pull ring was discovered before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.